Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's left eye, however, the iol was removed during the same procedure as the capsule opened. The implant was cut in half and removed and replaced with another competitor anterior chamber lens. A vitrectomy was performed. The patient's post-operative status was reported as unknown. No other information was provided.

Manufacturer narrative:
Unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 22, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could contribute to a capsular tear could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.